Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 401 mg/dl. The troubleshooting was not performed. The customer also stated that, the sensor had sensor updating error. The customer advised that, the sensor is responding to glucose changes, to continue sensing, monitor, and call back if issue recurs. The customer advised to consecutive calibration not accepted alerts will lead to a change sensor alert and sensor will need to be replaced. The device will not be returned for analysis.